Manufacturer narrative:
Eval method: other= device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: although requested through the sales rep, and the hosp contact provided on the user medwatch, the product has not been returned to medtronic for eval. Without the analysis of the actual product, we cannot speculate on the nature of the leak. Conclusion: we are unable to determine the nature or the cause of the leak without product return. However, this leak was noted at prime and there was no pt involvement.